Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the proximal section of the pipeline initially failed to open, but was able to achieve full wall apposition with balloon angioplasty. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the posterior communicating artery. The max diameter and neck diameter were 4mm. The patient's vessel tortuosity was moderate. The landing zone was 4.3mm distal and 3.8mm proximal. Dual antiplatelet treatment was administered. It was reported that the aneurysm was recurrent and had previously ruptured and was treated with coils. The aneurysm had double in size since the original treatment. The patient's landing zone was very tight distally with 4mm from the distal neck of the aneurysm to the carotid terminus. As the doctor deployed the first 6mm of the stent it dropped down to the neck of the aneurysm. The doctor was able to resheath, and this happened twice more. On the fourth attempt they were able to deploy the stent at the carotid terminus and continued to deploy the mid-section with no issues. The proximal end of the stent appeared to land just distal to a curve. It was decided to unload the system, but the proximal end of the stent did not open. The physician unloaded and loaded the delivery wire against the proximal end of the stent to try to pop it open, but this was not successful. The doctor tried to advance the phenom 27 microcatheter over the delivery wire, but it appeared to jar the proximal end. They tried again to load and unload the delivery wire, but as they were doing this the delivery wire dropped back into the stent. They tried to advance the wire and it got stuck in an m1 perforator. They tried to put an exchange length wire in the sheath along side the guide catheter to try and wire through the true lumen of the stent with no success. The wire manipulation at the proximal end of the stent appeared to relax slightly. The doctor then tried to advance the microcatheter over the delivery wire and they were able to get through the stent. The microcatheter was removed, and a scepter c balloon was used to dilate the proximal end of the stent once with great results, and full wall apposition was achieved. There were no adverse events for the patient and they were discharged the next day. The proximal end of the pipeline had been placed in a bend and more than 50% had been deployed when it failed to open. The pipeline was resheathed 2 or less times. The patient did not experience any injury or complications. The physician was said to be happy with the angiographic results post procedure. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter, infinity sheath, and phenom plus guide catheter. Additional information reported that there was no friction or difficulty during delivery or positioning. No damage to the pipeline pushwire or catheter observed.